Event description:
Medical affairs spoke to the pt in 2004 and provided the following information: meter had been giving pt an error 2 message for the past week. Sometime last week, they felt weak and were not feeling well and tried to test on their meter and received the error 2 message. An hour later, they went to the ER, since they were still not feeling well. They were tested in the ER and received 275 mg/dl. ER staff advised the pt to go home and take their set amount of insulin. When the meter was not working, the pt was taking their set amount of insulin; however due to their symptoms, they did not know if their readings were high or low and decided to go to the ER to check their sugar. The technique of applying blood on the test strip was done incorrectly. Ccr had the pt retest using the proper technique and issue was not resolved. Error 2 message could be not caused either by a used test strip or a problem with the meter. This case is being reported as an adverse event, since the pt suffered a serious injury; and there was a delay in the treatment, since the pt did not know what their blood glucose level was. Issue was not resolved and the ccr sent the pt a replacement meter.